Event description:
It was reported that upon deployment of the ivc filter at least a pair of legs were crossed. Reportedly, the physician attempted to uncross the filter legs using a diagnostic catheter and also by recapturing and repositioning, however, was unsuccessful. The filter was retrieved and a second filter was implanted through the same access site without any complication. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The delivery system was discarded by the user facility; however, the filter has been returned. The evaluation is currently underway.